Event description:
Received information stating patient was experiencing high bg.

Manufacturer narrative:
During further troubleshooting patient indicated changing the cartridge past the recommended time and using cold insulin.